Event description:
It was reported the swg (spring wire guide) was kinked during puncture to the patient. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a kinked guide wire. A probable cause of the guide wire kink cannot be determined from the photo. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states the following: "clinicians must be aware of potential entrapment of the guidewire by any implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." "Caution: if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel" "warning: do not apply undue force on guidewire to reduce risk of possible breakage." The report that the guide wire kinked was confirmed through examination of the customer supplied photo. The image showed the guide wire was kinked; however, the actual complaint sample was not returned for evaluation. The device history record for the guide wire was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the swg (spring wire guide) was kinked during puncture to the patient. No patient harm reported.